Manufacturer narrative:
An event of device deformity was reported. One image was received from the field showing tulip deformation on both the discs on the operation table. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. It was noted during procedure on transesophageal echocardiogram and fluoroscopy, that both lobes of the occluder exhibited a tulip deformation when being deployed. There was no interaction with cardiac structures during deployment. The deformed occluder was never released from the delivery cable while inside the patient. There was no angulation or kink noticed in the delivery system and the occluder was not mishandled or damage at any point during device prep. The decision was made to remove the 25mm amplatzer cribriform occluder and replace it with another one of the same size to complete the procedure. There were no adverse patient effects reported. The patient was fine at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.